Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert message was detected in which the device was set to something other than monitor plus therapy. Boston scientific technical services (ts) had no idea how to find out which patient or clinic the alert came from. No resolution reached as of the moment as there was no additional information received. The product remains in service. No adverse patient effects reported.